Event description:
On (B)(6), 2011, a doctor reported to ormco corporation that a patient experienced an enamel fracture upon debonding a damon 3mx bracket.

Manufacturer narrative:
A doctor alleged that upon debonding a damon 3mx bracket, a patient experienced an enamel fracture on a lower bicuspid. The doctor reported that the bracket was placed slightly gingivally and a damon 3 debonding plier was used to remove the bracket. The doctor stated that he was able to repair the patient's tooth with composite immediately after the incident and that the patient is doing fine. The bracket was returned to ormco and an investigation is in process. A follow-up report will be submitted when investigation results become available.